Manufacturer narrative:
Patient 1: the initial cobas liat run shows clear elevation for target sars-cov2, characteristic of true pcr amplification. Target flua shows a faint elevation at the end of the pcr cycling process. This could be due to a low flua viral load. No contribution from hardware-related issues could be identified. The alleged discrepant result could not be confirmed. Patient 2: the cobas liat run shows clear elevation for both targets flua and sars-cov2, characteristic of true pcr amplification. The positive call for both targets seems to be correct upon analysis of the pcr profiles. No contribution from hardware-related issues could be identified. The alleged discrepant result could not be confirmed. Although a root cause cannot be identified, the data shows true amplification for the positive results, therefore, no systemic product problem with the reagent or hardware was identified. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use for patient 2's sample which was retested on the cepheid. Based on the data analysis review, the product is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample for patient 1 initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on a different cobas liat which yielded a negative result for all targets. It is unknown which results were reported. The alleged sample for patient 2 initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on a competitor platform (cepheid) which yielded a positive result for influenza a and negative for sars-cov-2 and influenza b. The results were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.